Manufacturer narrative:
No data were provided. The most probable hypothesis for the display of the pop-up ¿are you implanting a sonr lead: yes or no¿ is the loss of the patient data. When patient data are lost, the device consider that patient data were never filled in and therefore operates as per specifications and displays this pop-up message. The loss of patient data is a known issue that may happen in the event of communication errors: the device cannot reach the encryption key that protects patient data and displays an empty patient screen. A work around would be to reinterrogate the active implantable device while ensuring there is no telemetry issue during the device interrogation. No general malfunction is suspected on the subject software. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a patient came to our clinic for planned fu. After interrogating the ICD, a pop-up appeared "are you implanting a sonr lead: yes or no". No was chosen and all patient and lead data had gone and had to be again programmed into the device. This is not the first time customer runs into this bug...please investigate and improve pop-up statement maybe to please reinterrogate the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportdely, a patient came to our clinic for planned fu. After interrogating the ICD, a pop-up appeared "are you implanting a sonr lead: yes or no". No was chosen and all patient and lead data had gone and had to be again programmed into the device. This is not the first time customer runs into this bug...please investigate and improve pop-up statement maybe to please reinterogate the device.